Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that one hundred and nine (109) tubes had abnormal appearing additive. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 23-jan-2025. Investigation summary bd received 10 samples and 8 customer photos (2 of 8 customer photos were pertaining to batch number 4114458) for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, 10 customer samples were subjected to a visual inspection and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes that one hundred and nine (109) tubes had abnormal appearing additive. There was no health impact or consequence reported.